Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ping meter was prompting inaccurate results. The medical surveillance specialist (mss) was unable reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the patient manages her diabetes with insulin pump therapy and denied that the patient made any changes to her normal diabetes management due to the alleged issue starting. The reporter claimed that the patient was hospitalized on (B)(6) 2012 at 2:30 a.m. After she had begun vomiting a couple of hours prior. The reporter told the cca that at the time the patient was hospitalized the patient's blood glucose was tested on the subject meter and within 10 minutes tested by the hospital laboratory. The reporter was unable to recall the results obtained, but stated that she was told there was a larger than 15% variance. The reporter mentioned that the patient was treated by the doctor with intravenous (IV) fluids. At the time of troubleshooting the cca confirmed that the patient was using an approved sample site, that the subject meter was set to the correct unit of measurement and that the patient was using the correct testing process. The reporter did not have control solution at the time of troubleshooting so a control test could not be performed. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the mss was unable to get in touch with the reporter to clarify when the inaccurate results occurred. The mss was also unable to clarify if the patient took any actions in her diabetes management prior to being hospitalized due to alleged inaccurate results obtained the subject meter that could have caused the onset of symptom and hospitalization. Additionally,, the reporter told the cca that the patient was taken to the hospital and treated by a health care provider with IV fluids. At the time the patient was hospitalized an accuracy test was performed with the subject meter and results were obtained that allegedly exceeded lfs criteria for accuracy testing.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on ((B)(4) 2012) with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.